Event description:
It was reported that the pump was placed on "pause" but continued to infuse. There was patient involvement but no harm. It was reported that pump module s/n (B)(6) was programmed to infuse propofol. It was placed on pause but continued to infuse. The event occurred on 14 august 2024 at around 11:53am. Bd has received additional information. It was reported that propofol was set to infuse at 75mcg/kg/min but paused at approximately 11:30am. The intended volume to be infused (vtbi) was 75ml. The bottle contains 100ml propofol. The infusion was programmed using guardrails drug library via propofol anesthesia. Per report, "nothing infused as it was not started/attached to patient. User reports dripping while pump was paused." After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was placed on "pause" but continued to infuse. There was patient involvement but no harm. It was reported that pump module s/n (B)(6) was programmed to infuse propofol. It was placed on pause but continued to infuse. The event occurred on (B)(6) 2024 at around 11:53am. Bd has received additional information. It was reported that propofol was set to infuse at 75mcg/kg/min but paused at approximately 11:30am. The intended volume to be infused (vtbi) was 75ml. The bottle contains 100ml propofol. The infusion was programmed using guardrails drug library via propofol anesthesia. Per report, "nothing infused as it was not started/attached to patient. User reports dripping while pump was paused." After bd received the report, bd clinical practice consultant came to site to gather additional information. The following observations were noted: incorrectly loaded pump sets: anesthesia staff showed event videos to the bd clinical practice consultant and in both videos the upper fitment was incorrectly loaded. Education was provided to the staff. Pumps high over patients leading to decreased head height. Staff education was provided. Hanger folded in half on primary infusion. It was discussed the need to have the hanger fully extended to deliver the secondary infusion properly. Education provided to staff. Unclean devices are transported in a laundry cart. The cleaner being used is diversey oxivir tb wipes (not approved cleaning solution). The facility also has clorox healthcare bleach germicidal wipes, which are approved to disinfect the devices. Central for devices in isolation rooms after initial wipe down in room: iui covers available but not being used properly. The whole device being wiped down with wipes including iui connectors and air-in-line sensor. Iui connectors not being cleaned with proper cleaner, use of alcohol on a non-dedicated brush. Cleaner not being removed with damp lint free cloth. Devices not being dried off with lint free cloth. Rooms by evs: no iui covers. Wiped with oxivir wipes on whole device including iui connectors. No separate cleaning of iui connectors.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of the device in ¿¿pause¿¿ state and continuing to infuse was not replicated during testing of the suspect pump module. ¿ the inspection of the received pump module s/n (B)(6) observed no anomalies with any of the electrical or mechanical components. ¿ on (B)(6) 2024 at 7:15 am, the suspect pump module s/n (B)(6) was attached to the pcu the suspect module was programmed/started propofolanes (drug ID (B)(4)) with a drug amount of 1000 mcg, diluent volume of 100 ml, dose of 76 mcg, rate 56.25 ml/h, and a vtbi of 75 ml. O at 11:53 am, the module was restarted was confirmed by selecting the restarted on the pump s/n (B)(6). O at 1:07 pm, the module was channeled off. ¿ asm preventative maintenance (pm) testing was performed on the suspect pump module. The asm pm task completed successfully without any observed errors or malfunctions. ¿ pump module s/n (B)(6) was paused for one hour with an administration set with fluid, no error showed and the module continued to be in a pause state with no fluid flow observed. ¿ inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. ¿ pcu error logs showed no error codes associated during the reported timeframe. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). ¿ the pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to dchu, repair center, or the customer. ¿ per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. Root cause: the root cause of the reported issue of the module infusing while the device was still in a pause state was not determined.